Event description:
It was reported by the vns trd patient during a follow up interview with a trd registry follow up group, that the patient had experienced a mild suicidal gesture. The information provided revealed that the patient did have a suicidal gesture, which was very ambivalent, and that this single episode since the last follow up visit with the psychiatrist was mild. The patient noted that there were no suicidal tendencies, and no preoccupation with thoughts of death or suicide. Further follow up with the treating physician revealed that the patient had not reported the gesture to the physician since the last follow up appointment, and therefore, the physician was not able to assess if there was a relationship of the event to vns therapy. There are no diagnostic test results available at this time; however, the treating physician noted that the patient was doing well at the most recent follow up appointment, which occurred one day prior to the report of the suicidal gesture from the patient. The physician indicated that he would follow up when the patient is seen again to provide additional information.